Event description:
An (B)(6) male pt underwent initial endovascular aortic repair on (B)(6) 2010. Once the deployment protocol recommended by MFR for reference of the zenith renu aaa ancillary graft converter was met, the dilator was removed leaving the sheath and valve to prevent massive bleeding as the doctor embolized the contralateral iliac. When returning to the ipsilateral access, he found that the pt had bled approx 1000cc. The dr thought that he probably left the valve open, but it wasn't. He shifted on both directions to see if there were any changes, still observing a significant blood loss. The valve did not meet its hemostatic function. The bleeding was controlled by other means, to finish the procedure. The pt received a unit of blood and is now in good condition.

Manufacturer narrative:
(B)(4): bleeding is addressed in the IFU. Transfusion of blood products is not specifically addressed per the IFU. Leaking valve is not specifically addressed per the IFU. Event is still under investigation at this time.